Manufacturer narrative:
The advanced access port accessory was discarded at the facility; therefore, no products are expected for return for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wound protector for the advanced access port required to be sutured to the patient's diaphragm and chest wall in order to maintain the desired placement and securement to proceed with the case. The surgeon stated this task took an additional 50 minutes. The procedure was completed robotically as planned with no reported patient injury.